Event description:
Doctor reported, "hypotonous a few days post op."

Manufacturer narrative:
The serial and lot number are unknown and were not provided. Additional information and the reported device were requested to the customer. If additional information is provided or sample is returned to new world medical, an addendum will be filed.